Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00602 and 9616099-2010-00603.

Event description:
During ptca procedure, balloon is inflated intracoronary. When the balloon is deflated, the balloon stayed inflated and did not return to initial state. The balloon was removed from the coronary as inflated. The indeflator was changed (replaced), but did not solve the problem. There could be a severe complication, but the balloon was 2mm and there was no serious event. The balloon was removed back slowly.

Manufacturer narrative:
The complaint report stated that during a ptca procedure, "balloon is inflated intracoronary. When the balloon is deflated, the balloon stayed inflated and did not return to initial state. The balloon was removed from the coronary as inflated. The indeflator was changed (replaced) but did not solve the problem. There could be a severe complication but the balloon was 2mm and there was no serious event. The balloon was removed back slowly". Multiple attempts to obtain addition clinical details were unsuccessful. One non-sterile 2.0/15mm fire star ptca balloon catheter was returned for analysis; there were residues of crystallized inflation medium inside the inflation lumen and innerbody. No damages were observed along the length of the entire catheter. Using an indeflator, the unit was pressurized as required by internal procedures, then a vacuum was applied with the same indeflator and the balloon deflated completely in 5.0 seconds. There was no evidence of deflation difficulty during functional testing; the specification allows for a 30 second maximum deflation time for this product. During sem analysis, neither the transition seal nor the proximal seal presented any evidence of blockage or any other anomaly that could be related to the reported failure. The proximal seal presented evidence of a minor split; however, this split didn't go through the whole wall thickness of the inner body and could not be conclusively related to the failure reported. The sample exhibited no evidence of internal or external surface material damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The deflation difficulty was not confirmed during analysis; the balloon inflated and deflated normally. Although the cause of the difficulty reported could not be conclusively determined, there are no indications that the issue is related to the manufacturing process. Firestar balloon catheters go through multiple inspections and functional tests during the manufacturing process to prevent damaged units from leaving the facility. No corrective actions will be taken at this time. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00602 and 9616099-2010-00603.